Manufacturer narrative:
Concomitant medical products: ddbb1d4 ICD, implanted: (B)(6) 2014. Evaluation summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was explanted due to heart transplant. The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.